Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient reported that the "room had too much humidity." The patient was hospitalized for the reported event. During the hospitalization the patient's catheter was changed out. The treatment for peritonitis was unspecified antibiotics (dosage, route, and frequency not reported). The patient was later discharged from the hospital and was considered to have recovered from the reported event. Additional information was requested and was not available at this time. This is report 2 of 4 for this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd894725 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same as (B)(4).